Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #18 was removed as the mount fractured inside & had lack of primary stability. Does not disengage/release-stuck, lack of primary stability, other, the transfer coping broke when attempting to back implant when it became stuck part way down resulting in the part inside the implant hex receptical lodging in place. I used a small high speed round bur to section it. After backing out the implant and widening the osteotomy site the implant did not adequately torque to place. It was necessary to order a txs implant at wider size and place it the following day. This procedure went well

Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d4: catalog number d4: lot/serial # d4: device expiration date d4: device UDI number d9: device availability g3: date received by manufacturer g4: PMA/510(k) number g4: additional PMA/510(k) number k101880 g6: checked "follow-up" h2: checked follow-up type h4: device manufacturer date h11: added manufacturer narrative.

Event description:
No further event information available at the time of this report.